Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. Customer calling on behalf of her father requesting training running a blood test. I asked customer to run a blood test, result 389 mg/dl. Then I asked customer to run another blood test, result 140 mg/dl customer stated is no fasting he eat one hour prior the call. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated his normal blood sugar range of reading is between 100-160 mg/dl fasting, and 160-180 mg/dl within two hours after eating. The test strip lot manufacturer's expiration date is 02/13/2018 and open vial date is 04/21/2016. The customer is currently taking medication/insulin to manage diabetes. The product is stored according to specification.